Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Date of event is unknown. This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Device remained implanted into the patient. Device is not expected to be returned for manufacturer review/investigation. Device remained implanted into the patient. Reporter contact number (B)(6). This report is for one (1) unknown plate. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that a patient underwent an initial implant procedure on (B)(6) 2015. Patient was implanted with an unknown one-third tubular plate (3.5 with collar, 8 holes, length 100 mm). On an unknown date, patient developed an allergic reaction. The plate was reported to be still implanted into the patient. This report is for one (1) unknown plate. This is report 1 of 1 for com-(B)(4).